Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
It was reported by the nurse, that the pt went to another hospital in 2007 for a mesh related infection. The wound was left opened to be treated with antibiotics. The pt is stable and still being treated with antibiotics. The doctor wants to explant the mesh.